Event description:
It was reported that stent detachment occurred. The 80% stenosed target lesion was located in the vertebral artery. A 6.0mmx18mmx150cm express vascular sd stent was used for treatment. However, during the procedure, it was noted that the stent was detached and could not be successfully deployed. The procedure was completed with another of the same device. The patient's condition following the procedure was stable. It was further reported that target lesion was moderately tortuous and mildly calcified. The detached stent was simply pulled out from the patient's body.

Manufacturer narrative:
B1: updated with product problem. Device evaluated by MFR.: the express sd was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen is separated 157.6cm from the hub while the guidewire lumen is separated 159.7cm from the hub. There are multiple kinks along the guidewire lumen. The inflation lumen and guidewire lumen are stretched at the separation. There is buckling to the inflation lumen 156cm from the hub. Microscopic examination revealed no additional damages. The balloon, tip, stent, marker band, distal end of the guidewire lumen and the distal end of the inflation lumen are all missing. Inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed the separation.

Event description:
It was reported that stent detachment occurred. The 80% stenosed target lesion was located in the vertebral artery. A 6.0mmx18mmx150cm express vascular sd stent was used for treatment. However, during the procedure, it was noted that the stent was detached and could not be successfully deployed. The procedure was completed with another of the same device. The patient's condition following the procedure was stable. It was further reported that target lesion was moderately tortuous and mildly calcified. The detached stent was simply pulled out from the patient's body.

Event description:
It was reported that stent detachment occurred. The 80% stenosed target lesion was located in the vertebral artery. A 6.0mmx18mmx150cm express vascular sd stent was used for treatment. However, during the procedure, it was noted that the stent was detached and could not be successfully deployed. The procedure was completed with another of the same device. The patient's condition following the procedure was stable.